Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a tego® connector where it was reported that the tego caps were changed, after put on, venous lumen wouldn't supply. New tego removed & another tego applied. No further venous high alarm issues with new tego. Tego noted to have had some damage on it. There was no unexpected or prolonged care. There was patient involvement and no serious harm reported.

Manufacturer narrative:
Received one (1) used d1000 tego for inspection. As received, the seal had been torn around the posts on either side. The tego was found to be occluded when activated by a male luer due to the seal collapsing. The reported complaint of no flow can be confirmed due to the damage found on the seal. The probable cause of the damage is due to overtightening during use. Instruction for use states: "do not overtighten." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.